Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge (fg coyote fc) balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter. Microscopic inspection of the balloon revealed a pinhole over the markerband. There were numerous kinks throughout the shaft.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a moderately tortuous and severely calcified vessel below the knee. A 1.2mmx15mmx142cm emerge (fg coyote fc) balloon catheter was advanced for dilatation. However, on initial inflation at 6 atmospheres, the balloon ruptured and pinhole was noted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.